Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Reporter email address: (B)(6).

Event description:
It was reported that the patient passed away on (B)(6) 2022 due to right ventricular (rv) failure.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The controller event log file contained data from 14jun2022 through 23jun2022, per the timestamps. No notable events or alarms were observed, and the pump appeared to function as intended at the set speed. The pump had reportedly operated as intended. Multiple attempts were made to obtain additional information regarding the patient¿s renal and hepatic dysfunction; however, no further information was provided by the account. It was reported that heartmate 3 lvas, serial number (B)(6), would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27aug2020. The heartmate 3 lvas IFU, rev. C and the heartmate 3 patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, renal dysfunction, hepatic dysfunction, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, under ¿right heart failure¿, states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, section 6, under ¿caution!¿, explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted for bi-ventricular failure. The patient had a ramp study in the catheterization lab with change in speed. Log files were submitted for review. Log files had no unusual events recorded and the device operated as intended. The bi-ventricular failure existed prior to implant and a device related issue did not cause the failure. The patient had edema, dyspnea, weight gain, distension, acute kidney injury, liver failure, and bloating. The patient was treated with milrinone, diuresis, and was being evaluated for heart transplant. The patient was treated with an intra-aortic balloon pump and extracorporeal membrane oxygenation. The patient ultimately passed away on (B)(6) 2022 due to right ventricular (rv) failure. The death was not considered to be device related and the device operated as expected.